Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. The insulin pump was received with cracked case at display window corners and belt clip slot. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to push any buttons a result. The customer stated the alarm occurred after a battery change. The customer's blood glucose was 182 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.